Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaw boot became loose and was hanging from the jaws. Nothing fell into the pt; therefore, no intervention was required. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product will reportedly not be returned to maquet cardiovascular as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. (B)(4).